Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a exhalation module error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was not in use on a patient at the time of the reported event.